Manufacturer narrative:
The patient diagnosed with peritonitis manifested by stomach pain and cloudy effluent. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for the event of peritonitis. On the same day as the onset, the patient was treated with kezofol-11-mycin via capd (dose, frequency not reported) and clindamycin in each bag (dose, frequency and route not reported) for peritonitis. Two days later, kezofol-11-mycin was stopped. Three days later, the patient was discharged from the hospital and three day later the patient discontinued from clindamycin treatment. The patient was recovering from the peritonitis event and pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause of the event was unknown. Treatment detail and patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Correction: pt identifier and initial reporter. Additional information: age/date of birth, describe event or problem, other relevant history, concomitant medical products, report source, event problem codes/evaluation codes and additional MFR narrative. Upon follow up a physician reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified by the physician as could have been caused by poor hand hygiene. The previously reported manifestations of stomach pain and cloudy effluent began one day prior to onset of the peritonitis. The same day as diagnosis, the patient began treatment with intraperitoneal (ip) cefuroxime (1 gram and 250mg per bag, frequency and duration not reported) and ip dalacin (previously reported as clindamycin, each bag, for 15 days, dose and frequency not reported) for peritonitis. The patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. Concomitant medical products: homechoice, minicap and cassette. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.